Manufacturer narrative:
Updated fields: g4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a flashing red dot on the screen. There was patient involvement; however, no injury or harm was reported. A getinge field service engineer (fse) inspected the fault code records on-site to confirm the reported fault. The fse replaced the upper display monitor cable assy. The unit passed all functional and safety tests in accordance with the factory specifications. The failure analysis and testing dept. Received part number with a reported unit failure of the screen flickering and a red dot appearing.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to character limitation in e1, full event site name is the first affiliated hospital of (B)(6). Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) screen flashed red dots during use. There was no injury reported.